Event description:
Facility alleged to ibc that deep vein thrombosis developed a month after PICC insertion.

Manufacturer narrative:
A lot history review (lhr) of rex10181 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.